Manufacturer narrative:
A boston scientific technical services consultant discussed that it could be possible that the pain management system is affecting daily impedance checks and causing the intermittent out of range measurements. Additional testing was performed in the clinic on two separate occasions with her spinal cord stimulator in use. No noise or variation in impedance measurements were noted during isometrics and pocket manipulation. The batteries on the stimulator are charged about once every ten days which involves using an inductance charging device pressed against the skin. She did not have the charging mechanism with her. In the meantime, the device was programmed back to bipolar mode, the safety switch was turned off, and the latitude alert for rv impedance was disabled. The physician is convinced there is no lead issue and that the impedance spike is external to her system. The patient will be followed again in three month¿s time and she will bring in her charging device and repeat testing will be performed at that time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited intermittent pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. The patient has an implanted pain management system and concomitant testing was performed at implant; however, the caller was questioning if this might be the cause. No adverse patient effects were reported.